Event description:
A us distributor returned a battery pack sn (B)(6) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery pack sn (B)(4) is still underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery was non-functional in a monitor and charger. A root cause investigation is currently underway a supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.